Event description:
On (B)(6) 2026, an incident involving a selenia dimensions avia 2d 3000 mammography system was reported by our customer. Vertical travel assembly (vta) errors 29:17 and 29:23 have been observed together with light vertical c-arm uncommanded movements. The incident did not happen during a patient's procedure. No injury was reported to the user either. Our hologic technical service team has advised the customer to not use the system until the inspection by our hologic field service engineer has been performed. Upon inspection, the hologic field service engineer observed that the motor clutch was defective and therefore causing the movement and it had to be replaced. Hologic is currently awaiting confirmation that the motor clutch has been replaced and that the system has been tested and is functioning within operational specifications. Additional details will be included in the final report. Imdrf codes: a0512, e2403, f26.